Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer was experiencing difficulty trying to prime the tubing with her insulin pump and received a no delivery alarm. Her blood glucose was 270 mg/dl. During troubleshooting, insulin did not exit the tubing, after the customer was advised to disconnect and reconnect the reservoir and tubing and push insulin through with a plunger. A new infusion set was then assembled and connected to the current reservoir and insulin, again, did not exit with a manual plunger push. A new reservoir was connected to the infusion set and insulin exited the tubing and the insulin pump did not alarm no delivery with a manual prime. The customer used two different sets and reservoirs and reconnected them. There was resistance and insulin would not exit, so a third set was tried and she was successful with the third set. Nothing further was reported.